Event description:
It was reported that a user experienced a low blood glucose of 68 mg/dl while using the system with the sensor connected, with the user uncertain of the cause and noting adherence to normal routine. Troubleshooting was completed by phone. Investigation of this case revealed no device malfunction identified based on user report and restoration of glucose to range after carbohydrate intake. No clinical symptoms associated with hypoglycemia reported. Outcomes included self-treatment with oral glucose tablets and recovery to a fingerstick-confirmed value of 120 mg/dl without the need for medical intervention or hospitalization. It was concluded that the event was consistent with hypoglycemia of unclear cause and that the device functioned as expected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.